Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they fell and the insulin pump broke, cannot read the serial number and the insulin pump did not turn on. Customer's blood glucose value was 240 mg/dl. The device will not be returned for analysis.